Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4). The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment of a traumatic aortic injury with type b aortic dissection using gore¿ tag¿ conformable thoracic stent graft with active control system. After implantation of ctagac, balloon touch-up was performed by using gore¿ tri-lobe balloon catheter to treat an endoleak and the procedure was completed. On (B)(6) 2021, the patient was transported to emergency due to chest pain. Stent graft induced new entry (sine) was detected in both proximal and distal sides. On (B)(6) 2021, a reintervention took place whereby additional stent grafts were implanted, proximally and distally. Reportedly it was most likely a case of traumatic aortic injury with type b aortic dissection based on CT data review.